Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic after warnings for vt episodes were noted during a non-cardiac procedure. After the device was interrogated, a diagnostic issue was observed. The device is first indicating svt in rate branch. Then during redetection it indicates vt, and no discriminators are evaluated. No vt episodes should be diagnosed. Bigeminal is also detected, even though there is no bigeminal behavior during svt. Programming changes were suggested. No further information was provided.